Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with severe annulus/leaflets calcification, bav was performed with a non-edwards balloon. During the procedure, when releasing the valve, the commander delivery system balloon ruptured at approximately 80% inflation. It was attempted to retrieve the device through the bifurcation of the iliac artery, but the upper part of the balloon could not be retracted into the esheath since it behaved like a parachute and could only be maneuvered with the guide wire as far as the distal abdominal aorta. The lower part could be retrieved by cutting. It was tried several maneuvers to snare the upper part of the balloon without success, therefore, the patient had to undergo vascular surgery. The devices were successfully retrieved through vascular surgery but a bifurcation endoprosthesis had to be implanted because the pelvic vessels were extremely calcified. Patient was stable post procedure and still in intensive care. As per pre-decontamination of the returned devices, the esheath presented a fully liner delamination with c-marker attached to esheath shaft, one strand at the distal end of liner and distal tip split.

Manufacturer narrative:
This is one of two reports submitted for this case (please reference h.10). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for liner delamination, distal tip split and liner strand were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation.. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the commander delivery system balloon ruptured'' and ''the upper part of the balloon could not be retracted into the esheath since it behaved like a parachute and could only be maneuvered with the guide wire as far as the distal abdominal aorta. The lower part could be retrieved by cutting the delivery system. It was tried several maneuvers to snare the upper part of the balloon without success, therefore, the patient had to undergo surgery (laparotomy).'' Additionally, it was reported that the aortic bifurcation was massively calcified. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner and tip. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner and tip, especially if patient factors such as calcification and tortuosity are present within the patient anatomy. As a result, the operator may apply additional force to overcome any difficulty, resulting in the sheath liner delamination, strand and sheath distal tip split. As such, available information suggests that patient factors (calcification) and procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the reported complaints. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.